Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. As rec'd, the battery pack was unable to communicate upon further eval, the output voltage of the battery pack was 5.88 volts, indicating that one or more cells within the battery pack would be defective. The root cause of the defective cells cannot be positively identified. No adverse events resulted from the defective battery pack.

Event description:
A review of service data detected a reportable event. During servicing, battery pack (B)(4) was unable to communicate. The last pt to use this battery pack did not report any deficiencies.